Event description:
Tip of cup catheter dislodged. M.d. Attempted to insert triple lumen cup catheter into (r) subclavin, when catheter was withdrawn it was noticed that the tip had been sheared off and remained in the patient. Patient was sent to the operating room to retreive tip. This was unsuccessful and patient was immediately transfereed to lenox hill hospital on 10/6/92 for admissioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.